Event description:
Customer reported that the insulin pump experienced multiple unexpected restarts. Customer stated that he changes the battery and has to reset the time, date and settings. Customer stated that this is happening more frequently and sometime the device gets jammed and can't do anything with it. Alarms were fopund in the alarm history. Blood glucose value is 138 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.